Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013,the reporter contacted lifescan (B)(4), alleging inaccurate results. The patient reported blood glucose results of "277 and 385 mg/dl" with a lifescan meter and "340 and 247 mg/dl" on a doctor's meter, performed within 30 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported results did not meet accuracy/precision criteria of lifescan and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.